Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during the last drain of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would have caused or contributed to the alarm. The technical services representative (tsr) assisted the home patient (hp) in ending therapy. The tsr advised the hp to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.